Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/03/2015. The fse observed leakage from the bsv and also observed that red blood cell (rbc) values were not reproducing due to incomplete rotation of the bsv. The fse removed the bsv and the bsv shaft, cleaned and lubed the bsv shaft, and cleaned the bsv to resolve the reported issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a bloody fluid leak of approximately 10ml from near the blood sampling valve (bsv) of a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and the customer reported that no error messages were generated at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.